Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system showed many errors for the fluoro function circuit board. The board was replaced and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 locked up during a procedure, but was still able to fluoro. No adverse pt involvement was reported.